Event description:
The customer contact reported air in the tubing, distal to the device, with no device alarm. On an unspecified date and time, the device was programmed to deliver an unspecified medication and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the customer contact reported that bubbles were noted throughout the length of the tubing set with no device alarm. The device was removed from clinical use. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided, including if therapy was resumed using a replacement device.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the history indicated that the device was not in use on the customer reported event date of (B)(6) 2012. This report represents all the information known by the reporter upon query by hospira personnel.